Event description:
Additional information: it was reported the events occurred with chemotherapy patients.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The complaint of a leaking infusion set is confirmed, but the root cause could not be determined. Four photographs of infusion sets were returned for evaluation. An initial visual observation of the first photograph showed an infusion set partially inserted into a patient. It was observed that the safety mechanism in the first photograph was partially advanced down the needle shaft to observe a blood leak at the needle housing. The last three photographs showed infusion sets inserted into patients with blood leaking into the safety mechanism base of each device. It was observed that the blood leak was inside and outside of the base of the safety mechanism for the second returned photograph, but it could not be determined whether the blood leak was internal or external for the last two photographs. The complaint of leaking infusion sets is confirmed, but no features to identify a root cause could be identified in the four returned photographs. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the customer experienced the disc leaking. No patients were injured. It was reported this occurred with five devices. This report addresses all five devices.